Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified intraperitoneal drugs (dose, duration and frequency were not reported) for the event. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information was provided as the reporter declined follow up.